Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician implanted a new ipg and a lead on (B)(6) 2016. Patient reported satisfactory coverage post operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg site was infected and the area displayed impaired healing, with seeping fluid. The patient was admitted to the hospital and the system was explanted and cultures were taken, but results are unknown. Follow-up revealed the infection has cleared and antibiotics were completed. The patient's issue was resolved.